Event description:
During an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged. A revision procedure was performed where the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the dislodgement resulted in low sensing on the rv lead.